Manufacturer narrative:
Visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported difficulty advancing and removing the device from the guide wire could not be confirmed; however, the reported tip separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot indicating there is a potential quality issue. It was reported that the nc trek neo bdc had resistance during advancement with the guide wire and got stuck breaking the tip into two pieces as force was applied during removal. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instructions for use (IFU) stated: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and /or damage/separation of the catheter. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported difficulty advancing and removing the device from the guide wire could not be determined; however, the reported tip separation appears to be related to user error/operational context. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (mrca) with mild calcification. The 3.5x20mm nc trek neo balloon dilatation catheter (bdc) had resistance during advancement with a .014 guide wire and got stuck breaking the tip into two pieces as force was applied during removal. The separated tip was removed together with the guide wire. Another nc trek neo balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 clarifier- excessive force.